Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in (B)(4) 2010 that this patient's monitoring system detected a red alert (high right ventricular (rv) pacing lead impedance). The local representative and clinic nurse were notified. Subsequently, boston scientific received information from the local representative that this patient was presented to the electrophysiology (ep) laboratory. A separate implantable transvenous rv pace/sense (p/s) lead was implanted. The pace/sense portion of the rv defibrillation lead was surgically capped and the device remained in-service. In (B)(6) 2011, this clinic nurse reported that a red alert (greater than 2000 ohms) was received. The rv lead impedance at implant was 400 ohms. Technical services (ts) informed the clinic nurse that the last upload was in (B)(6) 2010 on the old lead and it was unknown why the red alert just came through today when there was no new data since (B)(6) 2010. Ts suggested a patient initiated interrogation (pii) but was informed by the clinic nurse that the patient was scheduled for an in-clinic follow-up. Subsequently, boston scientific received information from the clinic nurse. The report that was recently called about was taken before the lead revision. The clinic nurse did not realize the error until after the call to ts was completed. The patient did perform a pii and the lead impedance was 434 ohms. There were no issues concerning the implanted rv p/s lead.

Manufacturer narrative:
Despite multiple requests, the device has not be returned to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in (B)(6) 2018. This device was explanted and replaced due to advisory/recall.